Event description:
The device analyzed the pt ECG and rendered a shock advised decision. Reportedly, while the defibrilaltor was charging the device made a "funny noise" and defibrillator charge was internally dumped.

Manufacturer narrative:
Code #1085 not labled the device was evaluated by the local factory service rep and proper function was observed. The rep did observe a failure of the device microphone, which rendered the voice recording on the cassette tap indecipherable. The device cassette tape transport motor speed would intermittently vary. The device microphone and tape transport were replaced. A cassette recording reportedly made during the event was evaluated by co. The eval found no recorded events consistent with the complaint. The device was retested and returned to the facility for use.